Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "the screen falls over." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "screen falls over" was confirmed and reproduced during product evaluation. This condition was caused by the main display being faulty and having double images. The main display was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). It is unknown at this time if the pump will be returned or not. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.